Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displayed a message while in use on a patient. Although the pump was functioning properly, it was alarming every few minutes since then. No report of harm or injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Despite good faith efforts (gfes), no repair information has been provided. If any pertinent information is provided in the future, the complaint will be updated accordingly.